Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead had intermittent noise on the rv sense/pace portion of the lead. No change in impedance at the time. It was recommended to replace the lead. At lead replacement, the rv lead internal conductors were externalized in the heel of the atrium. This lead was most likely capped and replaced with an OEM lead to go with the currently implanted OEM generator.